Event description:
Pdc received a call on (B)(6) 2011 reporting a case of medical intervention. Date not provided. Per pt, she tested around 10:30 - 11:00pm and received a reading of 400mg/dl, so she took insulin and went to bed. Pt woke up around 2:00am and felt shaky and numbness in her hand. She performed a second test and the result was 286mg/dl. Medics were called and they arrived in 5 mins. Pt's glucose reading on their meter read 145mg/dl. Medics told pt to eat a peanut butter sandwich and left. No treatment was provided. Pdc cc rep attempted to perform a cst w/the pt over the phone, but pt did not have cs. Cs was sent to pt and she was asked to call back once item was received so device could be calibrated.

Manufacturer narrative:
Pdc did not request return of suspect product(s). Cs was sent to the pt to device could first be calibrated. Pt received cs and called pdc back on (B)(6) 2011. Cc rep walked pt and her caregiver through proper testing procedures and performed a cst. The results were in range.